Event description:
It is reported that the patient underwent total left hip arthroplasty on (B)(6) 2008. It was also reported that post op the patient experienced pain and loosening. Surgical revision was conducted on (B)(6) 2009.

Manufacturer narrative:
Information was forwarded from (B)(6) which markets the devices in the u.s. The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery is related to the issues for which zimmer implemented a correction in (B)(4) 2008. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).